Event description:
The manufacturer received information alleging a patient passed away in (B)(6) 2024. There was no information provided as to the cause of the death. The device was disposed of by the patient's family and is unable to be returned. A clinical assessment was performed and the was assessed as follows. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.